Event description:
After conclusion of extracorporeal circulation in support of cardiopulmonary bypass surgery, the user observed the occlusion device had opened. The user used a tube clamp to conclude the procedure. There were no adverse consequences to the pt as a consequence of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.